Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 20 mg/dl. Reportedly, the customer went to the emergency room (ER) on (B)(6) 2026 where bg was treated with orange juice. The customer left the ER the same day with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.